Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting on the architect c4000 processing module and replaced the bellows set,incl rod and fitting, which resolved the issue. A review of instrument service history for serial (B)(4), revealed no further occurrences of discrepant results since the part was replaced nor did it identify any contributing factors to the current complaint. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the architect c4000. A review of tracking and trending did not identify any trends for the bellows set,incl rod and fitting. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bellows set,incl rod and fitting or architect c4000 processing module was identified.

Event description:
The customer observed falsely depressed results for multiple patients on multiple assays while using the architect c4000 analyzer. There was no impact to patient management reported. The following data was provided: sid (B)(6) initial potassium 1.47, repeat 4.29 mmol/l. Sid (B)(6) initial potassium 1.74, repeat 5.33 mmol/l. Per the discrepant test results for potassium section of dfp01.014, edition (B)(4), falsely depressed potassium results below 2.5 mmol/l that repeat in the normal range are reportable. Sid (B)(6) initial glucose 5.46, repeat 120.45 mg/dl. Sid (B)(6) initial glucose 71.98, repeat 300.16 mg/dl.